Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a large piece of the optic and one haptic torn off and missing. Due to the condition of the lens, functional testing cannot be performed and the root cause of the event cannot be determined. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The product was deemed acceptable for release.

Event description:
It was reported that an (B)(4) intraocular lens was implanted and removed intraoperatively. Info received on (B)(6) 2011 indicates that capsule tear may have occurred during surgery. It is unk what delivery device (if any) was used during the attempted implantation, or whether there was any issue with the iol. Despite multiple attempts, no add'l info has been received.